Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, component analysis revealed that the foreign substance was a mixture of organic silicone and a trace amount of iron. The organic silicone was not a component derived from the endoscope, but from the drug. Factors contributing to the adhesion of the foreign substance include insufficient pre-cleaning and rinsing, and insufficient drying due to valves not being removed when the endoscope was stored. Iron was the main component of the metal (stainless steel) used for brushes, but the origin could not be determined from the results. It was possible that the foreign material could not be removed due to physical damage to the device. It was unclear whether there was a deviation from the instruction manual in the reprocessing procedure for the area where the foreign material remained, and physical damage was confirmed in the area where the foreign material remained. The event can be detected and prevented by following the instructions for use which state: cleaning method is described in the reprocessing manual, ¿chapter 5 section 5.5 manually clean the endoscope and accessories. Clean the external surfaces¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the duodenovideoscope had a small amount of dirt on the white plastic part at the top of the forceps elevator attachment. The facility said that the dirt had been there since the equipment was borrowed. The procedure has been performed three times. The equipment was properly reprocessed before and after use. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.